Event description:
It was reported to philips that the system was unable to turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that there is no power coming into the system. Upon troubleshooting fse found that incoming power in the transfer box was off because a breaker was tripped. To resolve the issue fse reset the breaker. After reset the breaker, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the customer site power supply as incoming power in the transfer box was off, so there is no power in system. It is not related to system issue, it happens from customer power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.